Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: (B)(4) returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0873 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarm anomaly during testing or in file download history on event date. In further full review of the pump history on the date of testing 01/28/2025 found daily total of bolus insulin delivered to be 52.35 units. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, stained keypad overlay, cracked keypad overlay. In summary, customer allegation for pump possibly over delivering anomaly not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced both hyperglycemia and hypoglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer reported low blood glucose value of 54 mg/dl and was treated with carb intake and discontinuing the insulin pump system. The event involved product(s) mmt-332a, mmt-242a, mmt-7040a, mmt-1884. Troubleshooting was performed for hypoglycemic event and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. It was also confirmed that there was a possible over delivery anomaly as the customer observed insulin was exited from tubing despite the motor was stopped while priming. It was also reported that the discrepancy between the sensor glucose value of 176 mg/dl and blood glucose value of 137 mg/dl was not within the target range. No further patient complications were reported. The products mmt-332a, mmt-242a, mmt-7040a, mmt-1884 will not be returned for analysis.